Manufacturer narrative:
The tech found pt position module scale power control board is not functioning. The tech replaced the pt position module scale power control board to resolve the issue based on this info, no further action is required.

Event description:
The account reported the bed exit does not function. No pt injury reported.